Event description:
The initial attorney report alleged pain and severe injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2005 - patient had composix mesh implanted.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The medical records provided included only a billing statement that appears this product to be a composix mesh, there is no other information surrounding the implant. The initial attorney report did not allege a specific device failure, and it appears the mesh remains implanted. A lot number was not provided, therefore, a manufacturing review is not possible. With the currently available information, no conclusion can be drawn.